Event description:
It was reported that via a remote transmission, the pulse generator exhibited inappropriate mode switches due to oversensing. The patient was asymptomatic. The device was reprogrammed and remained implanted.

Manufacturer narrative:
.